Event description:
New information received notes the physician implanted a new epicardial left ventricular lead to the patient. The patient was in stable condition. .

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. Upon device interrogation, the left ventricular (lv) lead exhibited failure to capture. An x-ray showed the lv lead was dislodged in the coronary sinus. The physician explanted the lv lead, and due to patient anatomy, was not able to replace the lead at that moment. The patient was in stable condition.